Event description:
It was reported by service report that the head end lift was unable to lower. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.